Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that when the ventilator was installed before use and transported to the hospital, the performed pre-use check failed with pressure transducer test, o2 sensor failure and one of the batteries would not charge. Our field service engineer investigated the ventilator and solved the issue by replacing the battery module, expiratory cassette and the o2 sensor. After the replacement, the unit passed all functional and safety tests per factory specifications, returned to customer and was cleared for clinical use. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).